Manufacturer narrative:
99 samples were investigated. For samples 1 through 20, the ft4 values obtained by the customer could be duplicated. For samples 21 through 94, ft4 values obtained in the investigation were significantly higher than values obtained by the customer. These tubes were sealed with foil. Concentration of the samples may have occurred due to heat treatment during the sealing. Samples 18, 95, and 97 were found to contain an interferent to a component of the ft4 assay. This most likely caused falsely elevated ft4 values. Another sample that was provided for investigation was also determined to contain an interferent to a component of the ft4 assay. The customer did not provide data for this sample, so it was not initially reported. This limitation is covered in product labeling. For diagnostic purposes, the results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they had erroneous results for a total of 103 patient samples tested for the elecsys ft4 ii assay (ft4) on an unknown roche analyzer. The customer stated that the ft4 results were falsely elevated and the tsh results for these samples was "normal". Of the 103 patient samples, data was provided for a total of 97 patient samples. Refer to the attachment for all patient data. The customer also stated that other thyroid tests were performed on the samples, but declined to provide this data until completion of the investigation. The customer also said that the samples were repeated on a liaison analyzer. The liaison analyzer data was requested from the customer, but the customer also declined to provide this data. No adverse events were alleged to have occurred with these patients. The model and serial number of the roche analyzer used for testing were asked for, but not provided. The customer provided 102 patient samples for investigation. In general, the ft4 values obtained during investigation of the samples were comparable to values obtained by the customer.